Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the ins was overdischarged due to patient noncompliance. The patient has not used their system in over a year. Additional information was received from the rep on (B)(6) 2020. It was reported that the ins could not be recovered out of overdischarge, so the patient would be meeting with the physician to discuss ins replacement. No further complications were reported or anticipated.